Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system q-syte septum "pushed into" the adapter during the peripheral flush. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020,the respiratory department found that the q-syte septum pushed into the adapter during the peripheral flushing of the tube to the patient."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8354890. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system q-syte septum "pushed into" the adapter during the peripheral flush. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020,the respiratory department found that the q-syte septum pushed into the adapter during the peripheral flushing of the tube to the patient."